Event description:
The complainant reported that a female patient (weight unknown) was undergoing a therapeutic ercp procedure to improve drainage of her common bile duct. After insertion of a guidewire into the bile duct, the metal stent was implanted (over the guidewire) into the bile duct and the correct position gained. As the stent was deployed, the physician noted the deployment system was "jerky". The catheter then detached itself from the handle releasing the oversheath on the stent. The physician stopped the deployment and instructed the nurse to grab the oversheath catheter and the handle together to continue deploying the stent. This was achieved and the stent deployed in good position with no further incident. The stent remains inside the patient. There was no adverse affect on the patient as a result of the reported malfunction and the patient's condition was reported as "recovering well".

Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation, as the deployment system was discarded subsequent to the procedure and the stent remains implanted in the patient; therefore, a failure analysis of the complaint device can not be completed. A review of the device history record for the pertinent lot was performed, no anomalies were noted. A search of the complaint database revealed no additional similar complaints reported for this lot number. We are not able at this time to determine the relationship between this device and the cause for this event.